Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed an irritation that was itching and hurting under her breast. The patient's physician indicated that the patient had a fungal infection and prescribed a fungal ointment. The patient's physician also recommended that the patient wash the garments in a hygiene detergent and remove the lifevest for two hours a day under supervision. Follow up indicated that the infection healed.